Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as a phlebotomist was opening the package of a 23 x 0.75 in. Needle x 12 in tubing bd safety-lok¿ blood collection wingset, he/she obtained a needle stick injury because the needle cover had separated from the needle and was loose in the package. There was no report of medical interventions for this incident.

Manufacturer narrative:
Additional information: the device manufacture date was not included on the initial MDR. The device manufacture date is: device manufacture date: 5/19/2016. Device evaluation: results: a sample is not available for evaluation. A review of the device history record revealed the suspect device was manufactured in may, 2016 and no irregularities were discovered during the manufacture of the reported lot # 6140635. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.